Manufacturer narrative:
H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm experienced a broken cannula. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the broken cannula event has been occurring in a row in the last three months.

Event description:
It was reported that the bd micro-fine¿ pro pen needles 32g x 4mm experienced a broken cannula. The following information was provided by the initial reporter, translated from japanese to english: the customer's report is that the broken cannula event has been occurring in a row in the last three months.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.